Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter was received in two segments. Visual, microscopic, tactile evaluation and functional evaluation were performed on the returned device. A partial circumferential break was noted approximately 6.5cm from the distal end of the cath-lock. A complete circumferential break was noted on the distal end of the attached catheter. A complete circumferential break was noted on the proximal end of the distal catheter segment. The edges of the partial circumferential break on the attached catheter were noted to be jagged. The surface was noted to be round and smooth on both regions. The edges of the complete circumferential break on the distal end of the attached catheter were noted to be jagged. The surface was noted to be granular in one region and round/smooth in the other region. Splits were noted on the border of both regions. The edges of the complete circumferential break on the proximal end of the distal catheter segment were noted to be jagged. The surface was noted to be granular in one region and round/smooth in the other region. Splits were noted on the border of both regions. Therefore, the investigation is confirmed for the reported fracture, leak and identified material separation, catheter wear and deformation issues. The break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On 2023, a patient underwent a port placement procedure using MRI p port isp - groshong. It was reported that sometime post a port placement, the catheter allegedly fractured. Further, the catheter was found to be leaking. Reportedly, material separation and naturally worn was noted in the catheter. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
In 2023, a patient underwent a port placement procedure using MRI p port isp - groshong. It was reported that sometime post a port placement, the catheter allegedly fractured. There was no reported patient injury.